Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and identified as requiring repair, however the system was deemed to be eol (end of life) and no further action was undertaken. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.